Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine punctures, tears') in an adult female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, dysuria, fatigue, back pain and depressed mood. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding/excessive bleeding"), infection ("infection"), dyspareunia ("dyspareunia") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). At the time of the report, the uterine perforation, genital haemorrhage, infection, dyspareunia, weight increased and pelvic pain outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, infection, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: left tube 0 coils seen, right tube 0 coils seen. As per mr-during insertion-after deployment the essure device was noted to be uncoiled from the device introducer and therefore the entire device was removed noted that the tube was spamming, so we removed the hysteroscope and allowed the tube to relax. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine punctures, tears') in an adult female patient who had essure (batch no. B02266) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, dysuria, fatigue, back pain and depressed mood. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage ("bleeding / excessive bleeding"), infection ("infection"), dyspareunia ("dyspareunia") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). At the time of the report, the uterine perforation, genital haemorrhage, infection, dyspareunia, weight increased and pelvic pain outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, infection, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: left tube 0 coils seen, right tube 0 coils seen. As per mr-during insertion-after deployment the essure device was noted to be uncoiled from the device introducer and therefore the entire device was removed noted that the tube was spamming, so we removed the hysteroscope and allowed the tube to relax. Lot number: b02266; manufacture date: 2013-02; expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.